Manufacturer narrative:
The field service rep was unable to determine a cause or reproduce the issue. He replaced syringes and moved cable for sampling head assembly. Diagnostic checks and quality control were performed to verify analyzer operation.

Event description:
Customer stated she had an occurrence of a patient for creatinine resulting high, then repeating normal. Initial result 1.72 mg per dl, repeat 1.03 mg per dl. The erroneous result was not reported, no further patient information was provided by the customer.